Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending (mlad) artery. After a non bsc balloon catheter failed to inflate, a 2.00 mm x 12 mm nc emerge® balloon catheter was advanced to dilate the lesion. The first dilation was done at 12 atmospheres. However, upon the second inflation at 16 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a 2.0 x 12 mm non-bsc balloon catheter. No patient complications were reported.